Manufacturer narrative:
Findings: pump received with a constant flashing white light on the display due to vertical cracked lcd controller. Pump received with minor scratched lcd window, scratched case, crack select button keypad overlay and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly. Customer's blood glucose at time of incident was unknown.